Manufacturer narrative:
The exact date of the event is unknown. The subject device is not available.

Event description:
The journal of neurological surgery published that a patient underwent successful coil embolization of a ruptured left middle cerebral artery aneurysm. It was reported that 20 days post the index procedure, coil protrusion from the aneurysm into the left middle cerebral artery accompanied by transient ischemic attack (tia) were observed. The patient was administered 60mg of edaravone and further coil protrusion did not develop. The patient recovered with antithrombotic treatment and reported to have a modified rankin scale of (mrs) 0. Not further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information available, it is likely that the coil protrusion was due to some procedural factor encountered during the procedure ultimately contributing to the reported tia. An assignable cause of operational context was assigned to this event.

Event description:
The journal of neurological surgery published that a patient underwent successful coil embolization of a ruptured left middle cerebral artery aneurysm. It was reported that 20 days post the index procedure, coil protrusion from the aneurysm into the left middle cerebral artery accompanied by transient ischemic attack (tia) were observed. The patient was administered 60mg of edaravone and further coil protrusion did not develop. The patient recovered with antithrombotic treatment and reported to have a modified rankin sacale of (mrs) 0. Not further information is available.